Manufacturer narrative:
Upon receiving the exacta-mix 2400 compounding system, customers are instructed on proper use; when an ingredient product barcode is changed by the drug MFR, the customer is trained to update the barcode ID in the exacta-mix 2400 formulary for that specific ingredient. When the customer contacted baxa's technical support, they stated that instead of following the approved process for updating barcodes, the customer would create their own barcode label and place it on top of the MFR's. In july 2007, the customer created two new barcode labels for nac1 14.6% and nac1 23.4% and inadvertently switched the labels. This resulted in an incorrect amount of concentration of nac1 for the compounded bags.

Event description:
In 2007, baxa was notified of a report where, two days earlier, 16 tpn bags created by the exacta-mix 2400 compounder contained the incorrect concentration of sodium chloride. The bags were infused to several pts. No injury, illness, medical intervention, lab tests, or add'l monitoring were reported.